Manufacturer narrative:
The returned product consisted of a coyote balloon catheter. A visual and microscopic inspection revealed a pinhole in the inner shaft 42.5cm from the tip. The hole in the inner shaft prevented successful inflation of the device.

Event description:
It was reported that balloon rupture occurred. The approximately 80% stenosed, medium length target lesion was located in the non-tortuous and highly calcified anterior tibial artery. A 3.0mm x 100mm x 150cm coyote balloon catheter was for dilatation. However, during procedure, the balloon was advanced over the wire into the sheath and it was noticed that the balloon appeared not wrapped, as if it had been inflated then deflated. The physician noticed blood coming out from the inflation port, he then removed the balloon from the sheath. An encore 26 inflation device was attached to the inflation port of the balloon and pulled negative, and the inflation device started to fill with air. The procedure was completed with another coyote balloon. There were no complications and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The approximately 80% stenosed, medium length target lesion was located in the non-tortuous and highly calcified anterior tibial artery. A 3.0mm x 100mm x 150cm coyote balloon catheter was for dilatation. However, during procedure, the balloon was advanced over the wire into the sheath and it was noticed that the balloon appeared not wrapped, as if it had been inflated then deflated. The physician noticed blood coming out from the inflation port, he then removed the balloon from the sheath. An encore 26 inflation device was attached to the inflation port of the balloon and pulled negative, and the inflation device started to fill with air. The procedure was completed with another coyote balloon. There were no complications and the patient's status was fine.